Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, clips failed to form correctly and would pop out of the jaws. Opened a new device to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Do not know. Was there any torquing or twisting of the device present at the time of firing? Do not know. Was any unexpected resistance felt while firing the trigger? Do not know. Were any unexpected noises heard? Do not know. Did anything unexpected happen prior to this incident? Do not know. Was the device fired after this incident in or out of the patient? Yes.

Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received with the jaws found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch met all final acceptance criteria.